Manufacturer narrative:
Updated data: d9, h2, h3, h6. Product analysis: the valve was returned from the galway returned product analysis(rpa) lab inside its original packaging box and jar, fully submerged in clear solution. The valve was received in a crimped state. As received, two leaflets were in partially open position while one leaflet appeared closed, gap was observed between the free margins. All leaflets were flexible and intact; minor creases were noted on the tissue. All commissures were intact. The valve appeared discolored showing evidence of blood contact. The valve was submerged in warm saline; frame expanded and crimped state resolved. There was no evidence of damages to the frame. The valve was placed in a cold saline bath to perform a loading simulation per instructions for use. Upon loading, the frame paddles were seated within the paddle attachment pockets without issue. The capsule was advanced covering the frame paddles and outflow crown struts. The capsule was advanced until the capsule guide tube covered the commissure pad of the valve. The inflow cone was advanced to crimp the inflow portion of the valve; no issues were noted. The capsule was fully advanced over the valve. No visual or tactile anomalies were noted during the loading simulation. The valve was then deployed in a warm saline bath. The deployment knob was rotated to expose the valve at the inflow; no anomalies were observed. The valve continued to be deployed up to the point of no recapture; no anomalies were noted. A complete deployment of the valve was performed. No anomalies were noted during the deployment simulation. The delivery catheter system (dcs) was received without a valve loaded within the capsule. The device was received with the capsule partially opened. Delamination was observed over the nitinol reinforcing frame along the proximal end of the capsule. There was deformation to the distal end of the capsule. There was a slight bend to the stability shaft. The handle appeared intact. The device was returned with the end cap/screw gear snap fit connected. The handle appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact. The inner member shaft and spindle hub appeared intact with no evidence of damage. There was damage observed on the threading of the screw gear. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: two images were provided for review. One image was a video of the valve check rotating 360 degrees. Evidence shows the valve does not have crown overlap past the node and is considered good. Overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload. According to the event during the second deployment attempt, the valve appeared to be infolded at the inflow which was provided in the additional image. An infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured and removed from the body. New sterile components must be used. Updated: b5, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the deployment of a transcatheter aortic valve, the valve was loaded successfully. A fluoroscopic loading check revealed a crown overlap, however it was not to the fourth node therefore was considered a good load. The valve was deployed to the point of no recapture and the valve dislodged. The valve was recaptured. The valve was deployed a second time and an infold was identified. The valve was recaptured and removed from the patient. The system was replaced. Additional information was received that due to the infolding, a new valve had to be loaded which led to a procedural delay of approximately 10 minutes. The patient anatomy had mild calcification.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx plus valve; product ID evfxplus-34 (serial: (B)(6)); product type: 0195-heart valves; implant date: (B)(6) 2025; explant date: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the deployment of a transcatheter aortic valve, the valve was loaded successfully. A fluoroscopic loading check revealed a crown overlap, however it was not to the fourth node therefore was considered a good load. The valve was deployed to the point of no recapture and the valve dislodged. The valve was recaptured. The valve was deployed a second time and an infold was identified. The valve was recaptured and removed from the patient. The system was replaced.